Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D10: concomitant medical product: ilpc443u, certain¿ low profile one-piece abutment 4.1mm(d) x 3mm(h), lot: 2021020160. E1: reporter name: unknown / not provided.

Event description:
The doctor reports that the low profiles fractured and the threads portions remained inside the implants. The procedure was not completed; the implants have fragments of abutment embedded inside them but they remain in the patient¿s mouth. Bone type IV abutments placed on (B)(6) 2022 and removed on (B)(6) 2025.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) ilpc443u, (certain low profile one-piece abutment 4.1mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. DHR review was completed for the subject lot number 2022020587. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022020587 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : abutment based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.